Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged requiring the patient to undergo a revision procedure. This lead was successfully repositioned. No further complications were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.